Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that one of the two surgeon side consoles (ssc) had no left eye vision. The intuitive tech support engineer (tse) recommended a power cycle and checking that the blue fiber cable was fully seated. The customer was in the middle of the case and was unable to troubleshoot at the time. The customer continued with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting one of the two surgeon side consoles (ssc) had no left eye vision, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse performed electrical and mechanical adjustments to resolve the reported issue. The fse then set the system up and both consoles had vision in both eyes. The system was tested and verified as ready for use. The complaint regarding no left eye vision in one of the sscs was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue. The probable root cause of no left eye vision issue cannot be determined at this time. The issue can be resolved by using the other surgeon side consoles (ssc) to complete the procedure.